Manufacturer narrative:
The account replaced the hi/low limit switch to repair the bed.

Event description:
Info received indicates the bed raises by itself a few inches when the hi/low up switch is pressed from the full low position.